Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
The user reported the casting of the roller pump needed repair. During initial eval of the pump, our tech discovered damage to the inside of the aluminum casting. A screw was loose which scratched the inside of the casting as the roller head was rotating. There was no adverse consequence to a pt as a result of this event.